Event description:
Info received indicates the lead cylinder loses pressure when the bed sits idle for an extended period. Head section is drifting.

Manufacturer narrative:
The technician isolated the issue to a leaking CPR valve. He replaced the CPR valve to repair the bed.